Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported the patient had been using intrathecal baclofen (itb) pumps for many years with 3 of them failing. There were no reported symptoms. Further complications were not reported.